Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by the patient through an attorney that patient is recipient of rejuvenate hip implants and wants to open a claim.